Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a communication error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that a pcu with four channels was in use, infusing ivf kvo through the c channel. Channel a and b started to blink red reading "communication error." It was reported that "it did not alarm." Then channel c began to also blink "communication error" and then an alarm sounded. The kvo tubing was discarded and the pump was pulled out of service.